Event description:
Additional information was received regarding the reported event (air/water flow issues): the intended procedure was completed. Reportedly, the device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no time lag between the end of clinical use and the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of the foreign material remaining in the subject device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign object in nozzle at tip. Additional evaluation findings are as followed: due to wear of angle wire bending angle in up direction did not meet the standard value, due to wear of angle wire the play of up/down knob was out of the standard value, bending section cover had a scratch, bending section cover had discoloration, adhesive on bending section cover has white-clouded area, due to clogging of nozzle air supply volume did not meet the standard value, cue to clogging of nozzle water supply volume did not meet the standard value, up/down knob had corrosion, air/water cylinder had corrosion, universal cord had a scratch, protector of universal cord on suction connector side had a scratch, connecting tube had a scratch, connecting tube had a dent, and connecting tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during an unspecified diagnostic procedure, the gastrointestinal videoscope had air/water flow issues. During the evaluation the following reportable malfunction was found: foreign object in nozzle at tip. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.